Manufacturer narrative:
Received 3 unopened bardia urethral catheters. The reported issue was unconfirmed as the event could not be reproduced. Tactile inspection noted that the product is not manufactured with a lubricious coating or packaged with a lubricant. The product met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the device lacked lubricity. The patient alleged that he developed a bruise on his bladder, and had to be seen by a physician.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device lacked lubricity. The patient alleged that he developed a bruise on his bladder, and had to be seen by a physician.